Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. The analyst noted that no damaged/cracked/cut insulation was found during inspection.

Event description:
It was reported that during implant, lead impedance was low. An insulation issue was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.